Event description:
It was reported that thrombus formation was noted in the parent vessel during the procedure. The physician related this to the device. No other information was provided.

Event description:
It was reported that thrombus formation was noted in the parent vessel during the procedure. The physician related this to the device. No other information was provided.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.